Manufacturer narrative:
The reported event of positioning failure could not be confirmed. Final analysis found the inner diameter of the device docking button where the bullets on the tether interact was within specification. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant of the right ventricular lp, it was observed that the lp could not be adequately fixed. It was elected to complete the procedure with only the atrial lp implanted on (B)(6) 2026. The patient was stable.